Event description:
N/a.

Manufacturer narrative:
H.11 corrected data: f.9. Approximate age of device. H.4. Device manufacture date. The aia-900, serial number (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from (B)(6) 2017 through aware date (B)(6) 2017. There were no other similar complaints identified during the searched period. H.3 device evaluated by manufacturer. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 01-dec-2017 a field service engineer (fse) was dispatched to the customer's facility and confirmed the reported issue. The fse observed the instrument was dropping test cups into the discard tray in the 9-tray sorter. Fse adjusted the test cup sorter position alignments, verified vacuum settings on test cup pickup unit, and adjusted the test cup transfer dispense lane position and z-axis. Fse then proceeded to run sorter function check and daily check. The aia-900 instrument is operating as intended. No further action required by field service. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from 28-feb-2017 through 29-nov-2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under chapter 5 - system preparations, section 5.9: setting the test cup tray in the sorter, provides guidance on preparing the test cups in the sorter drawer. In addition, error 2205 sorter dropped cup is generated when the cup hold sensor s027 failed to detect a cup before it was released in the dispensing lane. The sorter will be paused, and the equipment will go into a standby status. The solution is for customer to open the sorter and remove the dropped cup, then close the sorter and restart the assay. If the trouble occurs again, contact the tosoh local representatives. The most probable cause of the reported issue was due to sorter alignment was slightly off.

Event description:
On (B)(6) 2017 customer is getting error 2205 sorter dropped cup, where the aia-900 is dropping test cups in the sorter. Customer is unable to run bhcg (beta human chorionic gonadotropin), prl (prolactin), estradiol (e2), and prog ii (progesterone). On 01-dec-2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of bhcg, prl, e2, and prog ii patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.